Event description:
During a routine follow-up interrogation, review of the aida+ files showed warning messages that questions whether the device experienced a loss of atrial capture between follow-ups. The pt reportedly feels very good, no complaints. The pt was seen again a couple of weeks later and no messages were seen in aida+. The device remains implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B)(4). Warning messages found in aida+ which are consistent with a loss of atrial capture. Method: since the device remains implanted, the programmer files were reviewed. Results: the egm strips show that the reported behavior is probably due to ventricular far field sensing. No oversensing, loss of atrial capture or retrograde conduction was observed. Conclusion: reportedly some parameters were reprogrammed which should reduce the occurrence of ventricular far field sensing. However, if this phenomenon were to recur, the MFR was requested to review again for further analysis. No specification issue and can remain implanted. The reported behavior is most probably related to v far field sensing (ventricular events sensed in the atrial channel) as observed on the egms above. This phenomenon became more frequent after the atrial sensitivity was increased (on (B)(6) 2007). This v far field behavior was sometimes inadequately diagnosed as retrograde p-wave detection by the algorithms. Reportedly, the overall behavior of this pacemaker is normal, and the pt is asymptomatic. Sensing and threshold testing were satisfactory. No oversensing, no loss of atrial capture and no retrograde conduction could be observed. Real time test in ddd could not show ar markers. The caller also reported that parameters reprogramming had been performed: pvab was extended to 195 ms; atrial sensitivity was decreased slightly; avd was lengthened. These settings should reduce the occurrence of the v far field sensing. However, if this phenomenon were to recur, files related to the last follow up should be retrieved and sent to us for further analysis. Note that this pacemaker is a t3 mask: therefore, it is not impacted by the aaisafer anomaly described in the complaint.